Manufacturer narrative:
Add'l info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.

Event description:
It was reported that "one of our reps pulled the reflex hybrid driver out of one of our instrument bins at the office and pointed out to me that the tip to the inner shaft was broken off."